Event description:
It was reported that the vns patient had their device removed due to worsening depression, suicidal ideations, and pain following a mammogram procedure. Additionally, it was reported by the patient that the physician advised that due to a pre-existing back problem, MRI's would be necessary to have the device removed. The device was reported to have been disabled in aug 2007 due to intolerable voice alteration and the increase in depression. There is no programming or diagnostic history available in house to review. Attempts to obtain add'l info from the treating physician have been made, but have been unsuccessful to date. Attempts to obtain the explanted product(s) are underway.